Event description:
In 2006 during routine pacemaker clinic check, it was noted the ventricular lead was showing progressive increase in lead impedance, cardiology felt it was appropriate at this time to upgrade to a defibrillator for prevention of sudden cardiac death. Ninteen days later-non thoracotomy implantable cardioverter defibrillator implant. Attempted transvenous pacemaker lead extraction abandoned.